Manufacturer narrative:
(B)(4). The device was not returned to sjm for analysis, limiting the investigation to the review of the device history record. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown.

Event description:
A dragonfly optis catheter could not be delivered to the lesion in the mid lad. When the catheter was removed from the patient it was kinked. Another dragonfly optis catheter could not advance distal to the lesion in the rca. A jr4 guide catheter was used to help advance the catheter but the catheter could not advance further. The physician decided to perform a pullback from this position. The pullback had of rotational distortion and the pullback image could not be used. The physician tried to remove the catheter from the bmw guidewire but the catheter was stuck with the wire. Saline was used to keep the wire moist and of force was necessary to remove the catheter from the wire. The patient coughed, became unstable and the catheter and wire was removed quickly with force. The rca was dissected during the removal. CPR was about to be initiated but the patient recovered. Four stents were used to repair the rca. The patient recovered well after the procedure.